Event description:
Drug/diluent: unk, fill volume: unk, flow rate: unk, procedure: tunnelling into peritoneal space under lap incision, cathplace: unk. Sheath fell apart during tunneling into pt. Date of event: (B)(6) 2011. Anp: asked but not provided.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: device was received for eval and investigation, and testing is currently being performed. Conclusions: a /u report will be filed when investigation has been completed.